Event description:
Allegedly, as per attached some images. Troubleshooting situation: the main cause is unknown, such as being dislodged by a specific action. Doctor's findings: since the edge of the acetabulum showed evidence of chipped bone, it may have been caught in that area and dislodged due to the principle of leverage. Reporting party's findings and response: at the time of the surgery, the doctor checked whether the head could be removed using the removed cup, but there was no particular problem. There was no soft tissue intervention. However, during the operation, after cleaning the extracted implant, the small female doctor again checked whether the head could be dislocated using the extracted implant, and found that it dislocated with slight force. The locking mechanism may have been released by applying force in a certain direction, causing dislocation. At the time of revision, the stem was preserved, and the neck head cup was replaced. The same neck was inserted, the cup was a perfecta bipolar 55mm, and the head was a delta 28mm m head, and the neck length was increased one step from the preoperative level. Japan (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.